Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a unknown representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a mva accident and  and the device is not working well. It was also stated that the patient was experiencing pain at the battery site after the  automobile accident and the  battery is going to be placed deeper.  No further complications were reported/anticipated at this time.